Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed tip damage and a balloon pinhole 3.5mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vein. The 4.0mmx20mmx80cm sterling¿ balloon catheter was advanced to the lesion and on the first inflation it ruptured at 12 atmospheres. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vein. The 4.0mmx20mmx80cm sterling balloon catheter was advanced to the lesion and on the first inflation it ruptured at 12 atmospheres. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).